Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was unknown at the time of incident. The current blood glucose was 340 mg/dl. Customer treated with manual injection and insulin pump. Customer alleging the insulin pump because blood glucose was high. There was no leak and air bubble. Customer state that the insulin exited with quick release. The product will not return for the analysis.